Manufacturer narrative:
It was reported by the customer that allegedly a paramedic's finger was caught/pinched when attempting to load the stretcher onto the powerload. In response to the alleged injury, a stryker qae contacted the customer at the facility for further information. The customer stated that the incident occurred on (B)(6) 2021 and that the paramedic lost the tip of their finger. They underwent reconstructive surgery to repair it. The paramedic had 8 weeks of modified work. After investigation, the cause of the alleged pinch or crush points of the device resulting in a caregiver injury was not related to a defect with the product. The alleged injury was likely due to user error. The issue was resolved for the customer by providing feedback to keep hands away from moving parts of devices and using proper hand locations when loading a stryker ambulance cot onto a powerload.

Event description:
It was reported that a paramedic's finger was caught/pinched when attempting to load a stretcher onto the device. It was also reported that the paramedic lost the tip of their finger and underwent reconstructive surgery to repair it.

Event description:
It was reported that a paramedic's finger was caught/pinched when attempting to load a stretcher onto the device. It was also reported that the medic was off work due to injury to the tip of their finger.